Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.5 x 26 mm graftmaster is filed under a separate medwatch report number.

Event description:
It was reported that a perforation occurred in the heavily tortuous, mildly calcified, de novo, mid right coronary artery. Two graftmaster stent delivery systems (4.0x26mm, 3.5x26mm) were attempted but met anatomical resistance and could not cross the lesion. The devices were removed from the anatomy without reported issue and the procedure was completed using balloon angioplasty. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017 - use after expiration. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was found that the graftmaster was used past the expiration date. It should be noted that the graftmaster coronary stent graft system, instructions for use (IFU) states: note the use by (expiration) date specified on the product label. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.